Event description:
It was reported that this right ventricular (rv) lead was explanted due to a product performance issue. A new device was implanted. No additional adverse patient effects were reported. Additional information from the filed indicates it was explanted due to high capture threshold measurements. This product has not been returned for analysis.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to a product performance issue. A new device was implanted. No additional adverse patient effects were reported.